Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the core wire was broken, kinked and unraveled. Additionally, the coil wire was found stretched and kinked in different sections. It was found during the investigation of the returned guidewire that the distal tip was observed with the corewire fracture. The issues noted could have been generated by user, also by the interaction with other devices might have impacted the integrity of the device during the procedure. On the other hand, all outer diameters were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire unraveled. The procedure was completed using a non bsc guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire broken.